Event description:
It was reported that pump experienced malfunction alarm with code 16, and caller stated no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset procedure, confirmed malfunction did not recur, advised caller to continue using pump, and instructed caller to call back if malfunction appeared again, which caller acknowledged and understood.